Event description:
It was reported via clinical studies, equinoxe shoulder study, that a 84 yo female patient, who underwent initial r tsa for the preoperative diagnosis of osteoarthritis on (B)(6) 2022, had an intraoperative coracoid fracture distal to the coracoid screw. Unlikely related to devices and possibly related to the procedure. No action was taken. The study indicates the outcome as resolved on (B)(6) 2022. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of intraoperative bone fracture cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and surgical procedure.

Manufacturer narrative:
Outcomes attributed to adverse event: reported information indicates no action was taken. Concomitants: 320-06-42 glenosphere 42mm, 320-10-00 equinoxe reverse tray adapter plate tray +0, 320-42-00 equinoxe reverse 42mm humeral liner +0, 300-30-10 equinoxe preserve stem 10mm. Device evaluated by MFR: device remains implanted.